Event description:
It was reported that; surgeon expanded inserted 6-9 cage then released pressure. He then went to re-expand cage and it would not expand further. A visable check of the o-ring area was done with no evidence of leakage. Surgeon was satisfied with cage as it was and removed the inserter at which time fluid dripped out of the end. He wanted to expand to 9 initially, but was satisfied with expanding to 8.

Manufacturer narrative:
Method: device not returned.results: no relevant issues were identified in the manufacturing records.conclusion: because the associated device was not returned for evaluation the root cause could not be determined conclusively.

Event description:
It was reported that; surgeon expanded inserted 6-9 cage then released pressure. He then went to re-expand cage and it would not expand further. A visable check of the o-ring area was done with no evidence of leakage. Surgeon was satisfied with cage as it was and removed the inserter at which time fluid dripped out of the end. He wanted to expand to 9 initially, but was satisfied with expanding to 8.